Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device is expected to be returned. The investigation is on-going.

Event description:
It was reported that the stent came off of the balloon. There were no anomalies noted during the prep of the device. There was no damage noted to the box, tray or stent cover and there was no difficulty removing the stent cover. The target lesion was the right pulmonary artery. The patient was being treated as a tumor was compressing on the pulmonary artery. The lesion was not calcified or tortuous. A cordis bright tip, 8f, 55 cm introducer sheath and a 035 terumo angled, 260 cm guidewire were used. The device was inserted into the sheath and advanced. No resistance was felt when advancing the device. The lifestream device was outside of the sheath and the doctor was advancing to the target lesion. There was resistance while advancing the device and the device was decided to be pulled back through the sheath. However, when the doctor tried to pull the device back into the sheath the stent dislodged. Resistance was not felt when pulling the device back through the sheath but when he stepped on flouro he noticed the stent had dislodged from the balloon but was still on the guidewire. The stent was implanted using several uv035 balloons from 3 mm up to 9 or 10 mm. The stent was implanted in the pulmonary artery partially in the target lesion and partially in a healthy artery. The other part of the lesion was not treated. The 55 cm sheath was not long enough to advance through the lesion and the sheath was angled away from the lesion. Multiple attempts to insert the device into the sheath were not made. Air evacuation was performed before the procedure. Pre-dilatation was not performed. The stent graft was not protected by the sheath during all steps of tracking to the target lesion. Guidewire access was maintained throughout the procedure. There was no reported patient injury.

Manufacturer narrative:
It was reported that the stent came off of the balloon. There were no anomalies noted during the prep of the device. There was no damage noted to the box, tray or stent cover and there was no difficulty removing the stent cover. The target lesion was the right pulmonary artery. The patient was being treated as a tumour was compressing on the pulmonary artery. The lesion was not calcified or tortuous. A cordis bright tip, 8f, 55cm introducer sheath and a 035 terumo angled, 260cm guidewire were used. The device was inserted into the sheath and advanced. No resistance was felt when advancing the device. The lifestream device was outside of the sheath and the doctor was advancing to the target lesion. There was resistance while advancing the device and the device was decided to be pulled back through the sheath. However, when the doctor tried to pull the device back into the sheath the stent dislodged. Resistance was not felt when pulling the device back through the sheath but when he stepped on flouro he noticed the stent had dislodged from the balloon but was still on the guidewire. The stent was implanted using several uv035 balloons from 3mm up to 9 or 10mm. The stent was implanted in the pulmonary artery partially in the target lesion and partially in a healthy artery. The other part of the lesion was not treated. The 55cm sheath was not long enough to advance through the lesion and the sheath was angled away from the lesion. Multiple attempts to insert the device into the sheath were not made. Air evacuation was performed before the procedure. Pre-dilatation was not performed. The stent graft was not protected by the sheath during all steps of tracking to the target lesion. Guidewire access was maintained throughout the procedure. There was no reported patient injury. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first reported complaint for this lot number and issue to date. The device was not returned for evaluation. The result of the investigation is inconclusive as no sample returned for evaluation. The event information describes that the lifestream device was used off label. The device was been used in a pulmonary artery. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries as per the IFU. The event description also detailed that user error may have been a contributing factor in the reported issue; when trying to pull device back into the sheath the stent dislodged. Section d indication for use of the IFU states "attempting to remove an unexpanded covered stent by pulling it back into the sheath/guiding catheter may result in the stent dislodgment". Based upon the available information a definitive root cause has not been determined. Based on analysis performed no additional action is required at this time. Note: while the current confirmed calculated rate for this failure mode is 0.077% (last 24 months) and is hence higher than the predicted rate of 0.01%. The rate is decreasing since the process improvement (action from CAPA) was introduced into production during sept 2016. The current rate from sept 16 to june 17 is 0.01%. This is equal to the predicted rate of 0.01%. The IFU states: a device description: implant: the lifestream¿ balloon expandable vascular covered stent is comprised of an electropolished balloon-expandable stent made from 316l stainless steel, encapsulated between two layers of eptfe. Indication for use: the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Directions for use: site access and preparation: using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation carefully remove the selected device from the package. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation a 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent advance the endovascular system over the guidewire into the introducer sheath. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. (B)(4).